Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The product analysis cannot be performed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Eight complaints have been recorded on refobacin bone cement r 1x40-3, reference 3003940001-3, over the batch a925ca2503. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send regarding the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner sterile packaging was found opened during the operation. On the four packages of bone cement, the powder was leaked. The doctor used a spare bone cement to complete the operation. No adverse events have been reported as a result of the malfunction.